Event description:
It was reported to philips the pressure is low. This event was reported to have occurred during clinical use. There was no patient or user harmed. The customer stated the repair engineer who visited during the last repair missed the low pressure; it should have been noticed then. The customer requested an onsite visit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
There was no patient use. The issue was found during performance verification testing (pvt). The customer refused to have the device repaired. The resolution and disposition are unknown.